Manufacturer narrative:
Analysis confirmed the reported error; the main printed circuit board (pcb) was electrically out of specification. It was also found that the display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error code, and that the error did not clear after a reboot. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.